Event description:
It was reported that the ipg was unable to communicate with the external devices following an unrelated surgical procedure wherein the device was not placed into surgery mode. Troubleshooting did not resolve the issue. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.